Event description:
It was reported that this patient experienced one inappropriate shock and several inappropriate anti-tachycardia pacing (atp) episodes with no therapy exhaustion. The right ventricular (rv) defibrillator lead and pacemaker exhibited isometric noise, undersensing, oversensing, pacing inhibition with no asystole. Subsequently, the patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. A new lead and device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis, this report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, proximal only. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced one inappropriate shock and several inappropriate anti-tachycardia pacing (atp) episodes with no therapy exhaustion. The right ventricular (rv) defibrillator lead and pacemaker exhibited isometric noise, undersensing, oversensing, pacing inhibition with no asystole. Subsequently, the patient underwent a revision procedure where the lead was surgically abandoned and the device was explanted. A new lead and device was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis, this report will be updated with pertinent information upon completion of analysis.